Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. There is no expiration date for this product. The actual device was evaluated in the field on (B)(4), 2011. Eval summary: a field service technician observed that a hard rubber piece that appears to be a spacer laying outside of the cover. It could not be determined how the spacer came to this position. Add'l eval is ongoing. This is not a single use device.

Event description:
(B)(4). It was reported that an articulating equipment boom has a rubber piece protruding from the bearing ring cover. Functionality of the arm is unhindered. There was no reported pt involvement and no adverse consequence.